Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 52.0 and 142.5 cm from the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly. The embolization coil was kinked, stretched, and had offset coil winds. The smart coil had bends along the length of the device. The smart coil was damaged and therefore, unable to be functionally tested. Conclusions: evaluation of the returned smart coil revealed a device with a damaged embolization coil. If the introducer sheath is not proper aligned inside the hub of the microcatheter prior to advancement, offset coil winds may result. Offset coil winds may contribute to resistance experienced during subsequent use of the device. Further evaluation of the returned device revealed that the pusher assembly was kinked in multiple locations. There kinks were likely due to forceful advancement of the device against resistance. The microcatheter mentioned in the complaint was not returned for evaluation, therefore, the root cause of the initial resistance could not be determined. Further evaluation also revealed that the device had bends along the length of the device. Based on the returned condition of the device, the bends are likely incidental to the reported complaint, and may have occurred during packaging for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils). During the procedure, the physician placed three coils in the target location using a non-penumbra microcatheter. While advancing a smart coil through the microcatheter, the physician experienced resistance and the smart coil was removed. The physician then checked the smart coil and attempted to advance it through the microcatheter again. However, the smart coil became stuck at the same position and therefore, it was removed. The procedure was completed using additional coils and the same microcatheter. There was no report of an adverse effect to the patient.